Event description:
On 3mar2025, customer complaint was received on 809 readylance safety lancet-21g,3.0mm. Customer complained that a blood donor was experiencing pain to the left middle digit following a procedural finger prick at biolife on (B)(6) 2025. During a followup on (B)(6) 2025, the donor was treated for paronychia. Paronychia dx'd, incision and drainage, were performed. The hospital prescribed an unknown antibiotic. Donor (B)(6) started the antibiotic regimen on (B)(6) 2025.

Manufacturer narrative:
These medical device reports (mdrs) are being filed past the regulatory reporting timeframe as they are a result of a retrospective review of our complaints. Investigation ongoing.